Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g.,redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2016, the patient experienced a skin reaction. The reaction was located at the sensor site and described as a rash. It was reported that the patient contacted her health care provider regarding this rash. Details of the reaction were not provide. Date the patient consulted her health care provider is unknown. No additional event or patient information was provided.